Event description:
It was reported the patient's right hip was revised due to trunnionosis. Intra-operatively, trunnion wear was observed. Due to the patient's height and weight, the surgeon wanted to revise as little as possible. The femoral head only was revised to a universal ceramic head with sleeve.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a lfit v40 cocr head that was mated with a citation stem was reported. The event was confirmed via clinician review. Method & results: -product evaluation and results: the reported device was not returned however photographs were provided for review. The photo presented the head identification. There is nothing else remarkable to report. -clinician review: a review of the provided medical information by a clinical consultant indicated: this inquiry reports the failure of a total hip replacement about 15 years after implantation due to trunnionosis. I can confirm that this event took place since I was able to review an x-ray showing the defect of the trunnion and disassociation/dislocation of the femoral head. Regarding the possible root cause of this event, I cannot determine it with certainty. Causes of trunnionosis are multifactorial including surgical technique factors, patient factors including activity level and bmi, and implant factors. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported the patient's right hip was revised due to trunnionosis. Intra-operatively, trunnion wear was observed. Due to the patient's height and weight, the surgeon wanted to revise as little as possible. The femoral head only was revised to a universal ceramic head with sleeve. *update on 09-may-2022 based on medical review: "[...] A document titled "x-ray" is provided. It is a photograph of an x-ray of an ap of a right hip of a cementless total hip replacement. The acetabular cup appears satisfactory. The femoral component appears well fixed. There is a disassociation of the femoral head from the trunnion with the head dislocated from the cup. There is a notch/defect in the superior portion of the trunnion. [...] "